Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged into the left ventricle. The valve was repositioned at a depth of 10mm on the non-coronary cusp (ncc) and 15 mm on the left coronary cusp (lcc). Moderate paravalvular leak (pvl) originating from the upper part of the skirt was noted. Subsequently, a second transcatheter bioprosthetic valve was implanted, valve-in-valve and improved the pvl to mild. Per the physician, the annulus angle was slightly horizontal (57°) which caused the valve on the lcc side to be placed in a deeper position. In the ncc, calcification had been identified at the valve annulus which protruded toward the inner lumen. Due to this, the inner lumen had become narrower, and thus the valve tended to move into the left ventricle when it was manipulated for deployment. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy, and user technique. In this case, the patient anatomy might have contributed to the valve dislodgement as the annulus angle was slightly horizontal (57°) and calcified. However, a conclusive root cause could not be determined from the information available. Potential factors that can influence inaccurate delivery/positioning difficulty include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, the compliance of native anatomy as well as procedural complications and tension applied on the dcs during positioning. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, the moderate pvl most likely resulted due to the suboptimal position as the final implant depth of the valve was too deep (10mm on the non coronary cusp and 15 mm on the left coronary cusp). Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.